Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and alarmed during prime test due to faulty force sensor resistor; however, the motor was tested outside the device and passed. Unable to complete functional testing due to a33 alarm. The insulin pump was received with corroded battery tube and corroded battery cap contact noted during our visual inspection. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was changing the infusion set last night on 06/19/16 but after the priming process, it had a compromised force sensor system alarm. Customer stated that it keeps on the priming stage and rewind. Customer tried to rewind 12 times but it just stays in the rewinding phase. Customer's blood glucose was 14 mmol/l at the time of the incident. Customer was advised to clear the alarm and was assisted with programming the time and date. Customer stated that they cannot go through the priming process and the bolus amount was not recorded in the bolus history. Customer was advised that the pump will need to be replaced. Customer reverted to a back-up plan since yesterday.